Event description:
A patient reported blood glucose results of "385 mg/dl, 226 mg/dl, and 229 mg/dl "with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.